Event description:
The field svc engineer reported a pump with an unk recal event. It is unk when this recall event occurred. It is also unk whether there was any pt injury or med intervention necessary according to the hosp rep. No additional info is available.